Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a detached end cap. The insulin pump had a missing end cap sticker, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube window.

Event description:
It was reported that insulin was squirting out during manual prime and the customer was unable to exit the prime sequence in the insulin pump. The customer's blood glucose was 77 mg/dl. The customer stated that the bottom of the insulin pump was coming off when they tried to perform prime process. Troubleshooting was performed while the customer was disconnected from the device but this did not resolve the issue. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.